Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right atrial (ra) lead. Additionally, atrial oversensing was also noted resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and recommended further evaluation of this lead as well as reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.